Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "minimal-invasive versus open hepatectomy for colorectal liver metastases: bicentric analysis of postoperative outcomes and long-term survival using propensity score matching analysis". The literature reported the result of 320 patients with colorectal liver metastases (crlm) who underwent palliative endobiliary radiofrequency ablation procedure using the olympus thunderbeat and non-olympus device from january 2016 to november 2018. In the literature, it was reported complication as follows; 90-day complications/postoperative morbidity (16 cases). 90-day major complications (12 cases). 90-day mortality (1 case). Death including intrahepatic recurrence (5 cases). Intraoperative blood loss required transfusion (8 cases). Postoperative chemotherapy (22 cases). Postoperative ICU stay (57 cases). There are not mentioned that these complications were related to the subject device in question. However, omsc assumes that "intraoperative blood loss required transfusion" might be related to " thunderbeat" due to the procedure using " thunderbeat". Omsc assumes that the "intraoperative blood loss required transfusion" was serious injury due to required transfusion. Therefore, omsc assumes that "intraoperative blood loss required transfusion" was might be caused or contributed to a death or serious injury. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc assumes that the "intraoperative blood loss required transfusion" was adverse events to submit. Omsc will submit a medical device report (MDR) of the subject device for the "intraoperative blood loss required transfusion".